Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a patient presented with an ¿angry groin¿ with pain/tenderness and some drainage on the right leg 5-7 days post procedure from a 6-12f mynx control venous vascular closure device (vcd). The patient left the hospital looking "good". Although there was no confirmed hematoma or infection, antibiotics were prescribed as a precaution; there was no visual infection, and no culture was taken.. The device was prepared and used according to the IFU. An ultrasound was not performed, and symptoms resolved without sequalae. The procedure was performed by the technician. The vcd¿s were used in a pfa procedure utilizing farapulse. There were three access sites on the right limb with approximately 2mm of distance between the sites. The sheath was downsized to a 10f sheath, with 8f and 9f sheaths remaining in the affected limbs. The sheaths used were non-cordis. The safe guard patch was used for hemostasis. No complications were noted during the deployment or use of the product. The patient did not receive prophylactic antibiotics prior to the procedure. The access site was cleaned and maintained according to normal hospital protocol, and the patient left the hospital in good condition. The patient was not immunocompromised and had no recent history of infection, such as mrsa, diabetes, cancer, or pneumonia, nor were they taking chemotherapy, steroid therapy, or tnf inhibitors. The devices are not being returned for evaluation.

Manufacturer narrative:
As reported, a patient presented with an "angry groin" with pain/tenderness and some drainage on the right leg 5-7 days post procedure from a 6-12f mynx control venous vascular closure device (vcd). The patient left the hospital looking "good". Although there was no confirmed hematoma or infection, antibiotics were prescribed as a precaution; there was no visual infection, and no culture was taken. The device was prepared and used according to the instructions for use (IFU). An ultrasound was not performed, and symptoms resolved without sequalae. The procedure was performed by the technician. The vcds were used in a pulsed field ablation (pfa) procedure utilizing farapulse. There were three access sites on the right limb with approximately 2 mm of distance between the sites. The sheath was downsized to a 10f sheath, with 8f and 9f sheaths remaining in the affected limbs. The sheaths used were non-cordis. The safeguard patch was used for hemostasis. No complications were noted during the deployment or use of the product. The patient did not receive prophylactic antibiotics prior to the procedure. The access site was cleaned and maintained according to normal hospital protocol, and the patient left the hospital in good condition. The patient was not immunocompromised and had no recent history of infection, such as mrsa, diabetes, cancer, or pneumonia, nor were they taking chemotherapy, steroid therapy, or tnf inhibitors. The devices were not available to be returned for evaluation. A product history record (phr) review could not be conducted as a lot number was not provided. A local reaction after deployment of the sealant(s) into the tissue tract of the patient is defined as a localized inflammation of the groin tissue that is not an infection. The patient may experience access site irritation, redness, rash, or inflammation. Local reactions can be due to the patient¿s sensitivity to the polyethylene glycol (peg) sealant material, or the post-care treatment of the access site. Some local reaction symptoms are mild and resolves on its own, while others may require over-the-counter medications, or worst-case scenario, medical intervention. Local reactions resulting from invasive procedures are a well-known potential adverse event and are listed in the mynx control venous IFU as such. The reported event could not be confirmed without receipt of access site images. Based on the information available for review, it is not possible to determine what factors may have contributed to access site reaction experienced. However, patient/procedural factors are possible. According to the patient brochure, which is not intended as a mitigation, the puncture site post procedure care instructs, "re-apply a new band-aid every day or more frequently for 5 days or until a scab has formed at the site. Keep the site clean and dry. You may shower 24 hours after the procedure, and gently clean puncture site with soap and warm water. Do not submerge wound until completely closed. After showering, gently dry the site by patting with a clean towel and completely air-dry before covering with a band-aid. Avoid tight fitting clothes or underwear until the site has healed." Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. However, a risk assessment has been initiated to further investigate similar complications reported.